Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No drive or motor anomaly noted. The motor was tested outside of the unit and passed. Device uploaded properly using care link. Device had cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring damage. The customer mentioned they experienced a high at a ball park and was attended to by park services staff. The customer stated the reservoir was locking in place but sometimes it would become undone. The customer believes the pump damage led to their high blood glucose event. Troubleshooting was not completed. The insulin pump will be returned for analysis.